Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The reported condition was not confirmed. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
This is a report of fatal peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient was prescribed with injection vancomycin (2gm, once weekly for 2 weeks, intraperitoneally) for the peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient died due to the peritonitis. It was not reported if an autopsy was performed.